Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device case was removed. The battery voltage was 2.98 volts. The hybrid current level was noted to be high. It was found that if a heat source was close to the battery bypass capacitors, the current would increase. It was confirmed that both battery bypass capacitors had higher than normal current drain.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient reported their device produced audible beeping tones for one week. Upon interrogation by the boston scientific field representative an alert noted voltage was too low for the projected remaining longevity. Boston scientific technical services (ts) discussed the device should be explanted immediately and returned to boston scientific for analysis. The device was interrogated later the same day and was normal and showing five years remaining. A capacitor reform was performed and everything appeared normal. Ts discussed that the device should still be changed out. The physician elected to monitor the device. However, the next day the patient again heard tones from the device and the same alert was observed. As a result, the device was explanted. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.